Event description:
It was reported when the devices were used during a laparoscopic nephrectomy, the staples did not form. Consequently, the case was converted to open. The case was completed using sutures. There were no other reported patient consequences.